Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath and a brim cap leakage issue observed. Leakage issue. During the procedure, fluid (saline solution) escaped from an unintended location of the sheath. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The specific section where the issue was observed was the brim cap and it had the leakage issue. The brim cap did not detach from the sheath. The hub did not become detached from the sheath. The hemostatic valve was not dislodged inside nor outside of the hub. The sheath was being used on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).